Event description:
Caller reported experiencing a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer completed a pump reset on her own before contacting support, successfully resolving the issue without further errors, and started a new sensor session.